Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that there was slight crack where the battery goes in. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) due to corrosion in or around the battery connectors. There is also rust at the bottom of the battery compartment. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests due to the critical pump error. The device was received with a crack in the battery tube that extends to the top of the device where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.